Event description:
Healthcare professional reported 3 days after injection to the periorbital with 2 syringes of juvederm voluma with lidocaine as well as concomitant injection to the same site with 3 syringes of juvederm volbella with lidocaine patient developed "red and massively swollen" face. 2 days later patient developed nodules. Patient indicates "swelling is more intensive and on the right orbital area nodules appeared." Patient was treated with antihistamines, prednisolone, dibondrin plus cooling, and augmentin however symptoms persisted and patient complained of massive feeling of tension, pain, and their face feeling "very stiff". 10 days after injection 5-7ml of pus was aspirated at the plastic surgeon and the patient was hospitalized and the "necrosis was removed." 13 days later the patient was released from the hospital.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, swelling, pain, stiffness, nodules, necrosis, and pus are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.